Event description:
Procedure type: lobectomy. According to the reporter: upon firing on the bronchial tube, the staples were not formed correctly and the bronchial tube was not closed. The procedure was converted into open surgery and the bronchial tube was sutured. The case was extended by more than 30 minutes. No information about the use of reinforcement material.

Manufacturer narrative:
(B)(4).